Event description:
Routine remote found presenting rhythm with sinus with chb, ventricular rate 20's bpm; loss of rv capture; rv output at 3.5v (suspension mode). Patient sent to local ed, transferred to user facility, and confirmed rv lead fracture. Lv epicardial lead placed during CABG surgery.